Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Insertion date (B)(6) 2013. Uncomplicated insertion. Catheter removed in (B)(6) as patient developed suspected catheter related blood stream infection.